Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net on (B)(6) 2018. Review of the transmission on (B)(6) 2018 revealed that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. Programming changes were discussed but have not yet been performed. The following nurse stated that the patient was in stable condition and would continue to be monitored.